Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that after the device had been powered on for a few minutes that it powered off by itself. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was non-functional during a patient event. The customer advised that the device had two fully charged batteries installed at the time of the event. No further details, including the patient outcome, were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was non-functional during a patient event. The customer advised that the device had two fully charged batteries installed at the time of the event. No further details, including the patient outcome, were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio-control replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly. It was determined that integrated circuit chip, designator u8 was temperature sensitive and caused the reported issue.

Event description:
The customer contacted physio-control to report that their device was non-functional during a patient event. The customer advised that the device had two fully charged batteries installed at the time of the event. No further details, including the patient outcome, were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.